Manufacturer narrative:
(B)(4). D10: cat: 113617 lot: 65909476 comp primary stem 17mm micro, cat: xl-115366 lot: 66169810 acrom xl 44-41 std hmrl brng. G2: foreign- poland. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 03078, 0001825034 - 2023 - 03080.

Event description:
It was reported patient underwent a revision procedure due to instability. No further information is available.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: d1, d4 (catalog# and lot#). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.